Event description:
Per the audiologist, the patient experienced static with device use. Imaging revealed a migration of the electrode. The device was explanted on (B)(6) 2021, and the patient reimplanted with a new device during the same surgery.